Manufacturer narrative:
The suspect device has been received for evaluation; however, the analysis has not been completed, therefore, the cause of the reported malfunction has not been determined. A product evaluation is pending; results will be provided in a follow-up medwatch report.

Event description:
During preparation, the doctor attempted to detach only the black protective cap that covered the electrical connector of the radial jaw, the plug was also get detached. The patient's condition at the conclusion of the procedure was reported to be "good".